Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the continuous glucose monitor graph was absent. Customer became disconnected from tandem technical support. Tandem technical support made multiple follow up attempts with the customer, however, no response received.